Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, event history log review, service history review, and device history review could not be completed. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be due to natural causes. The caregiver further stated that the cause of death was due to ¿maybe a heart attack or stroke¿, but the caregiver was uncertain and this information was not able to be medically confirmed. It was not reported if pd therapy was ongoing up until the time of death. It was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.